Manufacturer narrative:
Additional information received determined that ins serial# (B)(4) and lead lot# va0wj4t are not concomitant products. Analysis of the ins (B)(4) found that the bore of the strain relief insert appeared angled and did not align with the opening in the #0 connector. (B)(4).

Event description:
Additional information received from the manufacturer representative reported that the ins was placed and then removed because it was defective.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 3889-28, lot# va0wj4t, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) via the representative reported not being able to completely seat the lead into the header of the implantable neurostimulator (ins). There was insertion difficulty during implant. The ins was noted to be "faulty," and the lead was "catching" at the setscrew. The lead was inspected for any unusual geometry that would result in a mismatch and prevent the lead from passing successfully. After several failed approaches in passing the lead through the header and adjustments to the setscrew, it was identified that there was an "insurpassable 'catch' in the header" that made it necessary to open another ins. This resolved the issue and the new ins was implanted without incident. The issue was identified after tunneling to the prepared pocket and attempting to pass the lead through the header. Troubleshooting consisted of several passed attempts, pulling the lead back and wiping for residue, inspecting the ins for any clear obstruction, and adjusting the setscrew back to clear the lumen of the header. The patient's status was noted as "recovered without sequela," and no patient injury was noted. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If new information is received, a supplemental reported will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.